Event description:
The rptr stated that the tubing came off the anesthesia stopcock resulting in an unknown amount of magnesium sulfate leaking into the pt's bed. The rptr also indicated that they had two other occurrences however did not provide any specific details.